Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a worn bend relief on the white power cable was not confirmed. The hm3 system controller, serial (B)(6), was not returned for analysis. The provided information indicated that the white bend relief was very worn. There were no pictures or additional documents provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported hearing " beeps" from the controller. It was believed a controller exchange may be necessary due to the bend relief of the white cable where the battery clip attached being very worn. The log file review captured power cable disconnects that occurred while attached to batteries and it was recommended to check for damage to the battery clip contacts and to clean them along with the battery contacts.